Event description:
On april 12, 2010, the lay-user/patient contacted lifescan (lfs) alleging a depth adjuster issue with a one touch ultrasoft lancing device. The patient tests her blood glucose 1-2 times a day. She manages her diabetes with set dosages of metformin. The patient indicated that the alleged issue started on an unspecified date/time in (B) (6) 2009. The patient explained that the only depth setting that worked on the lancing device was the deepest setting. The patient claimed that she could not get any blood using any other depth setting. However, whenever she used the deepest setting, the patient claimed that it felt as though the needle was going too deep and was hitting bone. Due to the alleged issue, the patient claimed that her fingers became numb. Also, as a result of the alleged issue, the patient stated that she stopped testing for about a 2 week period. During that time, the patient took her metformin as prescribed, but might have started eating too much "junk" since she did not know what her blood glucose level was from not testing. On an unspecified date/time after the alleged issue began, the patient claimed that she developed symptoms of a headache, slurred speech, and a racing heart. The patient then went to a hospital where her blood glucose was checked on an emergency room (ER) meter. According to the patient, her blood glucose level on the ER meter was "555 mg/dl." The patient could not recall exactly what treatment she received from the ER. However, the patient mentioned that she was treated to get her blood glucose level down. The lancing device was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms, got a blood glucose level of "555 mg/dl" on an ER meter, and was treated for hyperglycemia from the ER after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.